Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a primary plumset, pe lined tubing, 107-inch device where the reporter stated that when the long and short connectors were connected to the bottom of the nitroglycerin (ntg) set, it was discovered that in the tubing under the ntg set drip chamber was air in a whole section (infusion fluid was in a hard bottle). There was no report of patient involvement and no patient harm. No additional information was provided.